Event description:
It was reported that prior to surgical use, the handpiece activated on its own. An alternate handpiece/cable was used to perform the procedure and there was no reported injury or delay.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the handpiece and related cable were received for evaluation. During testing of the handpiece and cable together, the handpiece was found to activate on its own briefly. This was found to be related to wear damaged parts which allowed for excessive movement between the cord and handpiece. Conmed linvatec will continue to monitor these devices for failures.